Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history in the past 12 months. Visual inspection and functional testing were performed. The customer issue could not be confirmed as the air sensor was okay, however, cracks were identified on the downstream occlusion (dso) seal the dso seal was replaced.

Event description:
The customer returned the product for damaged air sensor and that it required replacement. During device evaluation, a cracked downstream occlusion (dso) seal was identified. There was no reported patient involvement.